Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "running hot". It is known that the device was not used in surgery. No injuries or medical intervention were reported. No additional information available..